Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when draining the patient following a percutaneous transhepatic biliary drainage, there was no air pressure within the catheter. It was discovered that there was air leaking from the hub portion of the catheter. Another procedure was reportedly performed using a new product to complete the drainage, with no further patient adverse events reported. The patient is reportedly healthy. The product is reportedly available for return; however, as of the date of this report, no device has been received for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use, manufacturing instructions, and quality control data, and visual inspection, dimensional verification, and functional testing of the returned device were conducted during the investigation. Visual inspection, dimensional verification, and functional testing of the returned device were performed. One catheter was returned with mac-loc in the locked position. No obvious biomatter was present. The cap was unable to be twisted. The tubing did not tug or twist within the cap. No cracks or defects were observed on the proximal assembly. 2 threads were present between the mac-loc and cap. Hemostats were used to clamp off the catheter in order to pressurize to 8.2 psi. Water leaked at the hub after approximately 45 seconds. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Per the instructions for use: "upon removal from package, inspect the product to ensure no damage has occurred." Review of the device history record shows no nonconforming events. It should be noted there were no other reported complaints for this lot number. Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.